Manufacturer narrative:
Per gfe response, after the touchscreen was calibrated and reviewed, it was confirmed that the device passed required performance verification tests per philips standard and was returned to service. The device was repaired, and the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty touch panel. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The investigation is ongoing.